Manufacturer narrative:
(B)(4). For the reported event of loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during a cold snaring procedure, the snare loop failed to cut the target polyp. The physician noticed that the device rotated during retraction. The procedure was completed with this device using cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 11.2 ohms, within manufacturing specifications. The device passed the deflection test. The reported complaint that the snare loop failed to cut was not confirmed. Evaluation of the returned device found no evidence of the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during a cold snaring procedure, the snare loop failed to cut the target polyp. The physician noticed that the device rotated during retraction. The procedure was completed with this device using cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.